Manufacturer narrative:
Analysis for the mainframe found that the device came in with no fault found and could not duplicate customer's complaint. The device was cleaned and tested in accordance with manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID: 8 253200. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that during the procedure the stimulator 1 and 2 were not working. There was no patient impact.

Manufacturer narrative:
Continuation of concomitant products: serial/lot #: (B)(4)/208386649 for product ID 8253200. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the devices were not working properly and there were no error messages. A new probe was obtained, cards were adjusted, issue would repeat shortly again after the troubleshooting.